Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire/helical basket was used in a ureteroscopy with stone manipulation procedure performed on (B)(6), 2010 (patient age and weight are unknown). Please reference medwatch report number 3005099803-2010-03094 which documents the first device. A second gemini stone retrieval paired wire/helical basket was utilized. Please reference medwatch report number 3005099803-2010-03095 which documents the second device. According to the complainant, the retrieval basket "did not work during the procedure." Additional event information is reported to be unavailable. The procedure was completed with a zero tip nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be unknown.